Manufacturer narrative:
Additional information; device evaluation: cartridge returned in device tray. Visual inspection found cartridge tip damaged with crack on the nozzle. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon was loading a 12.6mm vicm5_12.6 implantable collamer lens, -11.50 diopter lens stuck in cartridge or injection system. "Suspected that there was a crack on the nozzle of sfc-45." There was patient contact with no patient injury. The lens was not implanted. A replacement lens of the same model size and diopter was implanted and this resolved the problem.

Manufacturer narrative:
Additional information: h6 method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).